Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, when advancing a rocket device down into the "rvh", some material was noted inside the thumbscrew. The rocket was pulled back out and there were strings found on the proximal shaft. No further info was reported. No pt injury was reported with this event.